Manufacturer narrative:
E1: initial reporter state: address information was not able to be obtained, therefore, md was used as a place holder. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k132259, k132692, k151291, k152870, k160161. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there were an unspecified number of false positive results. No patient impact reported.

Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there were an unspecified number of false positive results. No patient impact reported.

Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges false positives when using kit flu a+b 30 test physician veritor (material#: 256045), batch number 2346417. The customer reported that they were receiving false positive results with patient samples using the veritor analyzer. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.